Event description:
It was reported that during a follow-up in office, the pacing impedances were abnormal. The device was unable to pace and no output was reported the device was explanted and replaced. Pacing impedances after implant of the new device were within normal limits. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. Functional testing resulted in failures for low impedance and low amplitude outputs. The low output condition was later verified using an oscilloscope. The device can was cut open and at this point the device output and lead impedance testing functioned nominally. The device was connected to an external power source with nominal current drain observed. The device was subjected to overnight exposure to 37c along with thermal cycling in an attempt to reintroduce the failure. The device continued to function nominally. The cause of the low impedance and low amplitude outputs was not determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Functional testing resulted in failures for low impedance and low amplitude outputs. The low output condition was later verified using an oscilloscope. The device can was cut open and at this point the device output and lead impedance testing functioned nominally. The device was connected to an external power source with nominal current drain observed. The device was subjected to overnight exposure to 37c along with thermal cycling in an attempt to reintroduce the failure. The device continued to function nominally. The cause of the low impedance and low amplitude outputs was not determined.